Manufacturer narrative:
(B)(4). The device was not available for evaluation. The cause of the use error was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the heater bag while using an automated peritoneal dialysis with cassette on a homechoice (hc) during initial drain. The home patient (hp) attached the heater bag to the set incorrectly and it started to leak. The hp disconnected when the leak was noticed. There were no alarms. The technical service representative (tsr) assisted the hp to end therapy and start over with new supplies. There was patient involvement but no injury or medical intervention was reported. No additional information is available.